Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the casing on her onetouch lancing device is cracked/broken. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (around noon). The patient reportedly did not test her blood glucose with another device after the alleged issue occurred. According to the csr¿s documentation, the patient manages her diabetes with insulin (self adjuster); however, the patient did not take any action in response to the alleged lancing device issue, and subsequently 1-2 hours later, the patient reportedly developed symptoms of sweating and weakness. The patient reportedly consumed food and/or drink as self-treatment at 1:30pm. At the time of troubleshooting, the csr verified there was no misuse of the lfs product. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.